Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and a high level of ketones. Reportedly, customer's cartridge ran out of insulin and customer did not change cartridge. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.